Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive while changing the cartridge. Customer reloaded the cartridge and the pump load sequence was able to be completed. Insulin delivery was resumed. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check. There was no reported impact to the customer's blood glucose.